Event description:
A healthcare facility in china reported that an mr370 reusable humidification chamber base and the dome was cracked and was leaking water from the chamber base. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to reusable humidification chamber section d4: lot number and UDI details were not received section e2, e3: information left blank section h4: device manufacturer date not received section h5: labeled for single use changed to: no section h6: fault codes updated section h8: usage of device updated to: unknown method: the subject mr370 reusable humidification chamber was not received for analysis. Our investigation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that an mr370 reusable humidification chamber base and the dome was cracked and was leaking water. In addition, it was later reported that unspecified acidified water was used to disinfect the chamber. Conclusion: without the return of the device, we are unable to determine the cause of the reported fault. The user instructions that accompany the mr370 reusable humidification chamber state the following: - "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)"

Event description:
A healthcare facility in china reported that an mr370 reusable humidification chamber base and the dome was cracked and was leaking water from the chamber base. It is worth to note that the mr370 chamber was used along with an mr810 humidifier which is excessively against the intended use as per the associated user instructions. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject mr370 reusable humidification chamber was not received for analysis. Our investigation is therefore based on the video and information provided by the healthcare facility and our knowledge of the product. Results: the customer reported that the mr370 was set up with an mr810 respiratory humidifier which is excessively against the intended use per the associated user instructions. The customer also reported that the chamber base and the dome were cracked and was leaking water. Conclusion: without the device being returned to f&p healthcare nz for further investigation it is not possible to determine the cause of the water leak. However, the excessive use is most likely a contributing factor to the cracking in the chamber which leads to chamber explosion and leaking water. The user instructions that accompany the mr370 reusable humidification chamber state the following: "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)". "To prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning." "Ensure the mr370 o-ring is not twisted when inserted into the chamber base groove and that the chamber dome is pushed fully onto the chamber base as per the chamber assembly instructions. " "visually inspect products before each use on a patient. Discard if faulty or if there is any sign of deterioration such as cracks, tears or damage. These may cause gas leaks and loss of ventilation or respiratory support." "Do not use breathing circuits, chambers, accessories or combinations which are not approved by fisher & paykel healthcare."